Event description:
This lead was attempted at implant on (B)(6) 2013 due to developed blood clot in lumen and physician could not flush or push 0.14 wire through it. The physician was (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).